Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) complained of an irregular heart beat, shortness of breath, high blood pressure and nausea. No direct allegation had been received against this product. The patient was reported to be near an electromagnetic interference (emi) source. The device was later explanted and returned for normal battery depletion (nbd).